Event description:
I got pregnant in 2007 with my third child. My last two were a year and a half apart and I was done. I told my doctor from the beginning that I was done having children and I wanted a traditional tubal ligation. I was told about essure and researched it my entire pregnancy. I never found anything bad about the device (actually it was all good) too good to be true some would say. I didn't listen to myself or my husband, who begged me not to do it. I trusted my doctor when indeed my health and safety was not her first concern. I had my son in (B)(6) of 2008 and went ahead with the procedure in (B)(6) of 2008. I was not told that my insurance would run out and I would not be able to have the oh so important, which I was told was not very important, hsg done. About a week after my procedure, I was in horrible pain so bad I thought I was dying. I brushed it off and went on with my life. Things were fine until about three years later. I finally had my hsg done in (B)(6) 2011. I was told everything was fine when in fact it was not. I have "cripping" headaches, my stomach is bloated that I look pregnant. I bleed and have constant pain when I am intimate with my husband. I have sharp stabbing pains when I cough or sit or stand and the list goes on and on. This has ruined my life and I do not have the insurance to have it removed. I requested my medical records from my implanting doctor and was shocked when I read that when my hsg was done. I had slight distal migration on the right side (why was I never told) why the secrets? It also says that my uterus was the size of a 12 week pregnant woman, really nobody felt the need to tell me this either. This is the worst decision I have never made for myself and my family. When I finally get insurance, I will have this evil device taken out of me and maybe then I can try to get myself back to the person I was before. I would also like to add that I was never tested for a nickel allergy and I was not given my essure card after the procedure.